Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis h6 codes: health effect - clinical code problem code: e0609 diminished pulse pressure/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , the patient's cgm device recorded a reading of 137 mg/dl. At this time, no bg meter reading was taken because the bg meter was misplaced and could not be found. The patient experienced difficulty speaking properly, appeared to be starting to experience diabetic ketoacidosis (dka), and lost consciousness. Additionally, no blood pressure was detected, and no heartbeat could be heard using a stethoscope, prompting the reporter to call 911 immediately. The patient was transported to the hospital, where he was treated with unspecified medication and 500 mg of tylenol (paracetamol). Upon arrival at the hospital, the patient was administered intravenous fluids to address dehydration and electrolyte imbalances. Insulin therapy was initiated to manage hyperglycemia and correct the metabolic acidosis associated with dka. Antibiotics were also administered to treat the underlying sepsis. The patient received continuous monitoring of vital signs, blood glucose levels, and electrolyte levels throughout the hospital stay. The patient was discharged on (B)(6) 2025 , after a 10-day hospital stay. The patient's diagnosis was sepsis and dka. At the time of the report, the patient was still feeling tired. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.